Manufacturer narrative:
The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical testing was performed, and no anomalies were noted.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced due to patient discomfort. The patient remained stable.